Event description:
It was reported that implantable cardioverter defibrillator (ICD) was explanted and replaced. Technical services (ts) was consulted and noted that there was noise on the shock channel, as well as a drop in shock impedances within normal limits and a decrease in the r wave amplitudes. However, ts stated the reason for the lead revision and explanting procedure was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.